Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the cubie drawer was failed. A field service engineer replaced the cubie to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station monitor experienced a freeze and rebooted its power. The customer reported that there was delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.